Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of "8.2 and 6.8 mmol/l" performed on the same meter within 20 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.